Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. The incident did not cause any adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the cgm error code did not reappear, and the customer was able to successfully start their sensor session.